Event description:
It was reported while using bd cathena¿ safety IV catheter the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported safety shield activation failure safety did not engage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported safety shield activation failure safety did not engage.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to be partially pulled out from the needle hub but not fully activated. A device history record review found no non-conformances associated with this issue during production of this batch. As the actual sample was not returned, the root cause could not be established.